Event description:
The patient called to reported that their current device is only lasting about 3.5 years. The device has been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.